Event description:
It was reported that during an un-specified ablation procedure, the 4.5 x 15 mm trek balloon catheter was advanced without issue and inflated to an unknown pressure. During removal, the shaft separated inside the right atrium. The separated portion was removed successfully with a snare device. There was no report of resistance during advancement or removal. After removal, during packaging for return, the hypotube separated. The patient had a good final outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The part and lot number listed in the user facility medwatch report is the part and lot number of the device that was used successfully during the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
Subsequent to the initial medwatch report additional information reported that this was an artial flutter ablation procedure.